Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2009024: 150 items manufactured and released on (B)(6) 2020. Expiration date: 2025-10-12. No anomalies found related to the problem. To date, 145 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Patella bone dislocation after tearing their arthrotomy during rehab. The patient never wore a brace as recommended in post-op care. Surgeon upsized the poly during revision surgery performed about 4 months after the primary.